Event description:
The customer reported via phone call that he was working on an irrigation line and got all wet from head to toe including the pump. Customer stated that he saw that the pump had a button error and started alarming. Customer took the battery out for 15-20 seconds and stated that there is a chip missing from the plastic case where the battery goes. Customer's blood glucose was 110 mg/dl at the time of the incident. Customer has left the battery out since the button error occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage on electronic assembly. The insulin pump was received with broken battery tube threads, cracked belt clip slot, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.